Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was explanted due to oversensing. Noise was stored on the egm. Elevated thresholds of 5 volts at .5ms. No patient adverse effects were reported. The event and explant dates did not make sense, so they were left off of this report.